Manufacturer narrative:
The compromised force sensor system alarmed during basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test was due to the compromised force sensor system alarming. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm on their insulin pump. No further information provided.